Event description:
Information received from the field notes that the patient presented one hour post implant with loss of ventricular capture in the unipolar configuration. The bipolar capture threshold was 2.5 v, .4 ms. When the voltage was increased, the patient experienced diaphragmatic stimulation. Lead impedance had increased to 1248 ohms from 688 ohms at implant. A CT scan revealed probable perforation. The lead was respositioned and normal function ensued.